Event description:
Info received indicates that pump constantly runs.

Manufacturer narrative:
Product was not returned. DHR was reviewed and showed no non-conformances during mfg pump. Attempts were made to obtain more details about complaint event and pt involvement with no response. A f/u will be submitted if no info is received.